Event description:
Home patient reports leak in cassette of homechoice set used for automated pertoneal dialysis therapy. Leak was noted when home patient received a system error alarm during treatment on homechoice device. Home patient discontinued treatment at time of alarm. No home patient injury reported.